Event description:
The customer received a questionable glucose hk result for one patient sample. The initial result was 184 mg/dl and was reported outside the laboratory. The sample was repeated and the results were 120 mg/dl and 121 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The glucose hk reagent lot number was 68809801 with an expiration date of 11/30/2014. The field service representative was unable to find a definitive cause. He checked the suspect sample and found it was cloudy with what appeared to an abnormal amount of proteins. He checked the system for proper operation. The customer ran a precision testing, calibrations and customer controls. All results are within control limits. He stated the customer suspected the issue was sample related. He followed up the next morning and no further problems were reported.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.